Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Visual inspection of driveline noted several layers of various tapes from system controller connection up to about 2" from exit site. Driveline fault alarm was active (complete break in brown wire suspected from log file). Staff noted that driveline alarm could be triggered with manipulation of driveline.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted due to pump stop alarms. An extended release of the pump and driveline was performed. The patient was stable and doing well with no symptoms. No equipment was exchanged. There was communication with abbott technical team to recognize the source of issue and decide next strategy.

Manufacturer narrative:
A2 - patient age - correction manufacturer's investigation conclusion: evaluation of the returned driveline confirmed wire damage that could have contributed to the reported pump stop events. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2025 under work order (B)(4). Approximately 21.5¿ of the external portion of the driveline was returned. An electrical continuity test of the returned driveline, in the condition it was received, was conducted and there was no continuity in the brown wire. High resistance was measured on the black wire during manipulation approximately 1"-5" and 17"-18" from the controller connector. No other discontinuities were found in the other wires during this testing. Upon removal of the outer jacket of the driveline layers, revealed thinning of the brown wire was observed approximately 18.5¿ from the controller connector after pulling of the wires. The remaining wires appeared unremarkable. Under the microscope, no signs of damage to the wire insulations or underlying conductors were observed. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. The test revealed no areas of current leakage were observed. The observed fatigue of the brown and black wires would have resulted in the reported pump stops as both wires are responsible for the same phase of the pump. Throughout the file, intermittent driveline fault alarms were active due to phase 2 being measured much lower than phases 1 and 3. Also, throughout the log file the pump stopped several times while the patient was connected to battery power and on power module. Incidental findings 1. The returned portion of the driveline was completely covered with tape. Upon removal of the tape revealed multiple holes in the outer jacket. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, is currently available. Section 6 of the IFU ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.